Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an pump error and buttons were stop functioning. The customer¿s blood glucose level was unknown. Customer stated that insulin pump beeped and saw an error and the insulin pump shut off. The device will be returned for analysis.